Manufacturer narrative:
Unknown if there was patient involvement. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit had a broken pump. According to the complainant, the pump fails to circulate fluid. Several attempts have been made to try and ascertain additional information, including if there was any patient or procedural involvement. Should additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Physically and mechanically, the unit is in good condition; there are only minor scratches on the cover, and all knobs and switches function properly. When the cover was removed, it was found that one of the pins on a circuit board was dislodged from the connector. This resulted in an interruption of power flow to the irrigation pump, which caused the reported issue. Once this connector was put back into place, the unit passed all evaluation protocols. The condition of the returned device was consistent with the complaint of pump issues; the complaint was confirmed. The most probable cause of this issue is wear and tear associated with repeated use. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit had a broken pump. According to the complainant, the pump fails to circulate fluid. Several attempts have been made to try and ascertain additional information, including if there was any patient or procedural involvement. Should additional details become available, a supplemental report will be submitted.